Event description:
Boston scientific received information that the patient with the pacemaker system was having a generator change-out for normal battery depletion. At the procedure, both this right ventricular (rv) and the right atrial (ra) leads had insulation damage near the terminal pin areas. There was no significant change in rv pacing impedances, no noise and capture thresholds were 1.8 v at 1.0 ms prior to the procedure. The proximal set screw of the rv port was stuck in the down position, and this rv lead was unable to be removed from the header. A new rv lead was unable to be placed via the left-side venous system. The patient was pacemaker dependent so the physician chose not to aggressively try to remove this rv lead from the header; instead the physician elected to implant a new dual chamber pacing system from the right side. This old system was programmed vvi 40ppm as a backup to the new system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.